Event description:
It was reported that an employee experienced tightness in the chest, shortness of breath and cough. The employee was sent to the emergency room where the evaluation showed possible chemically induced asthma. The air exchange system for the room ventilation was broken for some time prior to the event.